Manufacturer narrative:
Two specimens from the patient involved in this issue were received for evaluation after the final event report had been submitted. A retained kit of the architect havab-m reagent, list number 6l21-25, lot number 08706li00, was calibrated and the calibration met instrument specifications. All control values were within expected ranges. The specimens were also tested with the axsym havab-m 2.0 assay as a reference. The following results were obtained: sample ID (B)(6) architect havab-m: lot 08706li00 (B)(6), axsym havab-m 2.0: (B)(6). Sample ID (B)(6) architect havab-m: lot 08706li00 (B)(6), axsym havab-m 2.0: (B)(6). Based on these results, the samples have to be considered as not (B)(6) for the architect havab-m assay. The added results do not change the outcome of the initial evaluation. It was determined that the architect hiv ag/ab combo reagent lot, identified in the customer complaint, is currently meeting its safety, effectiveness, and label claims. A product deficiency was not identified.

Event description:
The customer states that one patient sample generated (B)(6) results with the architect havab-m assay on the architect i1000sr analyzer. The sample tested (B)(6) at a reference lab for havab-m (method unknown). The patient had a second sample drawn and tested (B)(6) with the architect havab-m assay. All controls had been within specifications. The customer is requesting a service call.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No known impact or consequence to patient (B)(4).

Manufacturer narrative:
Abbott architect havab-m test results (initial/repeat): (B)(6); less than (B)(6) is considered non-reactive. Alternate reference lab method test results: (B)(6); cutoff of (B)(6) for (B)(6). Patient is asymptomatic. Customer believes the architect havab-m result is correct and that something may be interfering with the reference lab result. The evaluation included reagent sensitivity testing for the architect havab-m assay, using a retained kit of the reagent lot 08706li00 and testing 16 replicates of the positive control. All results met specifications and no (B)(6) results were generated. Clinical sensitivity was next evaluated by testing one commercially available seroconversion panel ((B)(4)), which met all vendor specifications for reactivity. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect havab-m assay package insert contains information to address the customer's current issue. Based on the current investigation, it was determined that the architect havab-m reagent, list number (B)(4), lot number 08706li00, is performing acceptably. A product deficiency was not found.